Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail assembly due error 245.3020. A review of the device history record showed the device had a manufacture date of 10/13/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue was due to an electrical failure of the ail sensor assembly. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2014-0284 for ail h3: device has been serviced.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 245.320. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 245.320. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 245.320. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 13oct2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.